Event description:
Patient had gastrointestinal issues and could not take oral medication and that patient had morphine trial. The healthcare provider (hcp) injected morphine (trial) in to her spine and she got nausea and it hurt her stomach. Hcp told the patient when he puts the pump in he will lower the dosage. The pump was implanted and morphine was put in the pump. The patient was feeling very sick and went in and the dosage was turned down. It was stated that once the patient had been in the hospital in (B)(6) 2013 prior to having the pump implanted and was administered morphine intravenously (IV) but at the time it didn't hurt her stomach or bother her. Since having the pump, the patient was very sick; she couldn't eat or drink because, the morphine was hurting her stomach. The patient experienced headaches and pain in the pump and catheter site. There were no issues with the pump; it was the medication that was making her sick. It was believed the dosage was 8mcg and was lowered to 4 mcg. Additional follow-up with the hcp indicated that patient felt nauseated. Morphine 1g/ml at a daily dose of 0.5g/day was noted as being infused via the pump with no other medications. Patient was not taking no other narcotics at the time of the event. The morphine dose was lowered and later the pump was removed as reported above.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).